Manufacturer narrative:
UDI: (B)(4). Reported event was confirmed by review of operative notes noting an infection of the hip. Irrigation and debridement of the left total hip arthroplasty. The head and liner components were exchanged and antibiotic-impregnated beads were placed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1067 ¿ biolox delta ceramic taper ¿ 617610, 650-1055 ¿ biolox delta ceramic head ¿ 027320, x181314 ¿ bi-metric femoral stem ¿ 306760, us157856 ¿ m2a magnum cup ¿ 914110, therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10806, 0001825034 - 2018 - 10807.

Event description:
It was reported patient underwent a two-stage revision on the left hip approximately 5 months post first revision surgery due to infection. Patient was then reimplanted with permanent devices approximately 4 months later. Attempts have been made and additional information on the reported event is unavailable at this time.